Manufacturer narrative:
This report is submitted on march 30, 2017.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (1.5 tesla). Revision surgery to reposition the magnet is scheduled; however, yet to occur as of the date of this report (B)(6) 2017. The implanted device remains.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2017, to replaced the dislodged magnet. The implanted device remains insitu. This report is submitted june 6, 2017.

Manufacturer narrative:
This report is filed on (B)(6) 2017.